Manufacturer narrative:
Insulin pump received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible over delivery anomaly noted. Insulin pump was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. Insulin pump passed the dat test at 0.0873 inches.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the that the insulin pump had mechanical failures that led it to shut down. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported that the pump over dosed them and also did not deliver insulin. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.